Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "pregnancy". On an unknown date, the patients had essure inserted. On an unknown date, the patients were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "pregnancy". On an unknown date, the patients had essure inserted. On an unknown date, the patients were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc. Amendment: this case will be deleted from bayer pv database. Nullification reason: no evidence that a defined number of patients is involved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.